Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant to treat a left atrial appendage. During the procedure the patient presented with atrial tachycardia. The patient's landing zone was measured under the following views: 19mm at 0 degrees, 21mm at 45 degrees, 19mm at 90 degrees, and 20mm at 135 degrees. Intracardiac echocardiogram (ice) and fluoroscopy was used during the procedure. Imaging was challenging due to the patient's anatomy. The patient's left atrial pressure was 14 mmhg. During the procedure the occluder appeared to be too proximal, however the decision was made to release the occluder from the delivery cable. Approximately three hours post-procedure the atrial tachycardia remained, and the patient presented with chest pain. Transthoracic echocardiogram (tte) showed the occluder embolized. The occluder was surgically removed and a clip was placed. The patient status was stable. Per the physician, the device may have embolized due to orientation or a combination of being positioned too proximal and rhythm issues.

Manufacturer narrative:
An event of device embolization was reported. It was also reported that during amulet implant procedure the patient presented with atrial tachycardia which remained approximately three hours post-procedure, and the patient presented with chest pain. Field indicated that the device was repositioned twice due to not being deep enough. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A review of procedural and fluoroscopic imaging performed at abbott revealed several attempts to deploy the lobe recorded but each was too proximal or observed coming out of the appendage with a tension test. The final deployment revealed the lobe off axis and although slightly deeper than previous a mitral shoulder remained. Imaging also revealed compressed device with approximately 1/4 of the lobe outside of the appendage on the mitral aspect. Tee images showed an embolized device within the mitral valve with the majority of the device in the lv. Based on the information received and the cine review, the device embolization appears to be related to procedural conditions (device deployed too proximal). The reported patient effects of tachycardia and angina could not be determined. The reported surgical intervention was result of case-specific circumstance as the occluder was surgically removed and a clip was placed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant to treat a left atrial appendage. The patient had a pre-existing condition of atrial tachycardia. The patient's landing zone was measured under the following views: 19mm at 0 degrees, 21mm at 45 degrees, 19mm at 90 degrees, and 20mm at 135 degrees. Intracardiac echocardiogram (ice) and fluoroscopy was used during the procedure. Imaging was challenging due to the patient's anatomy. The patient's left atrial pressure was 14 mmhg. During the procedure the occluder appeared to be too proximal, however the decision was made to release the occluder from the delivery cable. Approximately three hours post-procedure the atrial tachycardia remained, and the patient presented with chest pain. Transthoracic echocardiogram (tte) showed the occluder embolized. The occluder was surgically removed and a clip was placed. The patient status was stable. Per the physician, the device may have embolized due to orientation or a combination of being positioned too proximal and rhythm issues.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.